Event description:
It was reported that air bubbles and gaps were present in the tandem mobi cartridge. The customer's blood glucose level was high, but the specific value was unknown. The customer attempted to address the issue by tipping the pump upside down and administering a correction bolus via the pump. The customer did not require third-party assistance and successfully resolved the issue, loaded a new cartridge, and resumed insulin therapy.